Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. Three days after onset, the patient was hospitalized for the event. No further detail was provided regarding the treatment for the peritonitis or regarding if pd therapy was ongoing. No additional information is available.